Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that they had a reservoir which caused the no delivery alarm. The reservoir will not be returned for analysis.